Event description:
Related manufacturing reference number: 2017865-2024-03313. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) and right atrial (ra) leads were over-sensing noise. Inappropriate automatic mode switch (ams) episodes were seen on the ra lead as a result of the over-sensed noise. The patient was asymptomatic. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.